Event description:
Additional information was received. It was reported the patient believed the cause of the event was they believed their battery was dying. The patient's leg was not having pain. They did not want to replace their battery at the time as their leg pain seemed to be resolved at the time.

Manufacturer narrative:
Continuation of d10: product ID 7434a lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. The reason for call was caller stated that ins isn't communicating with 8840 and the patient's programmer only shows a green light for the programmer 9v battery. When pressing other buttons on the programmer, no other lights are coming on. Caller confirmed that patient has also experienced return of pain but the date was unknown. Tss heard patient state in the background that they were going to have system removed for MRI but that the hcp wouldn't remove it. Patient also described in the background that while attempting to have an EKG in august, they noticed their leg shaking and when the EKG was stopped, the leg shaking stopped. However, the leg shaking continued after the EKG and that's what prompted the patient to think that maybe the ins was depleted and/or not working. Tss walked caller through programmer manual and confirmed that with return of symptoms and inability to connect with 8840 and patient's programmer, the ins is likely depleted. Tss reviewed that if ins was replaced, due to availability of product, the entire system would need to be removed and replaced. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog:, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.